Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable infusion pump for non-malignant pain. It was reported that the patient had an additional surgery about 6 months after implant because the pump was twisting and turning. The patient reported that this was painful so surgery was done and the pump was put inside a mesh pouch. The patient reported that the issue was resolved. No further complications were reported.